Manufacturer narrative:
As received, the reported event for lead was broken was confirmed. As received, the stim end lead segment had all internal wires broken approximately 34.5 cm from the stim end. The damage is consistent with an overstress condition or sudden event the lead was subjected to while in vivo.

Event description:
Additional information received indicates that effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's lead was broken. As a result, the patient underwent surgical intervention during which the system was replaced. No further information is available at this time.